Manufacturer narrative:
Ocd did not perform retained testing due to receipt of complaint beyond expiration date. No erroneous results were reported.

Event description:
Customer reported that no reactivity was observed with vss288 and three pt samples. Testing occurred during pre-admission testing. All three pts were admitted on (B) (6)2009 and new samples were drawn. Antibody screens were performed with a different lot of product and reactivity was observed with all three pts. Two of the pts were determined to have anti-e and one pt had an anti-c. This report corresponds to ortho clinical diagnostics inc (B) (4).